Event description:
A morbidly obese female underwent hardware removal due to femoral nonunion, a broken plate, and infection. Patient was originally implanted with the plate, 12 unknown screws and three unknown cables on an unknown date. The three cables were wrapped around the patients femur. On (B)(6) 2013, all hardware was successfully explanted and the patient was implanted cement spacers and is undergoing antibiotic treatment until the infection is gone and revision surgery can be performed. This report is for three unknown cables. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. This report is for three unknown cables. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.